Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient complained of seeing and feeling a lead protruding up against their skin. The left ventricular (lv) lead was observed to be easily palpable against the skin which caused irritation and discomfort to the patient. The pocket was revised and the lead remains in use. The patient is a participant in the wrap-it clinical study. No patient complications have been reported as a result of this event.